Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding ( menorrhagia)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a female patient who had essure (batch no. 20218446) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included parity 4 and parity 5. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), mental disorder ("psychological or psychiatric problems"), rash ("rashes"), skin disorder ("skin conditions"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nervous system disorder ("neurological conditions or problems"), cystitis ("infection(bladder)"), urinary tract infection ("infection(urinary tract)") and vaginal infection ("infection(vaginal)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced abortion spontaneous (seriousness criterion hospitalization) and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes describe") and experienced vulvovaginal pain ("vaginal pain"). The patient was treated with blood transfusion and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, alopecia, hormone level abnormal, mental disorder, rash, skin disorder, weight increased, weight decreased, gastrointestinal disorder, nervous system disorder, cystitis, urinary tract infection, vaginal infection and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: it was reported that most, if not all symptoms are decreased following removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding ( menorrhagia)') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in a female patient who had essure (batch no. 20218446) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included live birth and parity 5. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), mental disorder ("psychological or psychiatric problems"), rash ("rashes"), skin disorder ("skin conditions"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nervous system disorder ("neurological conditions or problems"), cystitis ("infection(bladder)"), urinary tract infection ("infection(urinary tract)") and vaginal infection ("infection(vaginal)") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced abortion spontaneous (seriousness criterion hospitalization) and was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes describe") and experienced vulvovaginal pain ("vaginal pain"). The patient was treated with blood transfusion and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abortion spontaneous, pregnancy with contraceptive device, genital haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, nausea, alopecia, hormone level abnormal, mental disorder, rash, skin disorder, weight increased, weight decreased, gastrointestinal disorder, nervous system disorder, cystitis, urinary tract infection, vaginal infection and vulvovaginal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: it was reported that most, if not all symptoms are decreased following removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Most recent follow-up information incorporated above includes: on 29-jan-2020: reporter, patient demographics, medical history were added. Essure lot number added. On (B)(6) 2018, she explanted essure. Injury event was updated to abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hormonal changes describe: infection (bladder/ urinary tract/vaginal) type:, migraines / headaches, nausea, neurological conditions or problems, pain, pregnancy (stillbirth or miscarriage), psychological or psychiatric problems, rashes or skin conditions, weight gain / loss specify which one, gastrointestinal or digestive system condition, hair loss, vaginal pain, did you undergo an essure confirmation test. On 3-feb-2020: fu 2 and 3 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.